Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown,right essure device could not be located.'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic).') And abortion of ectopic pregnancy ('miscarriage/terminated') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, normal pregnancy and vaginal delivery. Previously administered products included for an unreported indication: budesonide and amoxicillin. Concurrent conditions included pelvic pain female and menstruation frequent. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vulvovaginal pain ("pain vaginal"), 7 months 7 days after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vulvovaginal pain and menorrhagia outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test-she did not undergo confirmation test also given (B)(6) 2002 (as per mr) hysterosalpingogram. The right cornua had 3 visible coils and the left cornua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2002: result unspecified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Events: pelvic/abdominal pain, menorrhagia added. Reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown,right essure device could not be located.'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic).') And abortion of ectopic pregnancy ('miscarriage') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, normal pregnancy and vaginal delivery. Previously administered products included for an unreported indication: budesonide and amoxicillin. Concurrent conditions included pelvic pain female and menstruation frequent. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vulvovaginal pain ("pain vaginal"), 7 months 7 days after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea and vulvovaginal pain outcome was unknown and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test-she did not undergo confirmation test also given (B)(6) 2002 (as per mr) hysterosalpingogram. The right cornua had 3 visible coils and the left cornua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2002: result unspecified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : migration of essure device location of device: unknown, dyspareunia (painful sexual intercourse), pregnancy (ectopic), device ineffective, pain vaginal, miscarriage, dysmenorrhea. Medical history,concomitant product and reporter information added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.